Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that externalized conductors were noted on the lead when an asymptomatic patient came into a clinic for diagnostic imaging. Electrical function was normal. The lead was capped.